Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated that her cgm reading was 79 mg/dl and her bg reading was 25 mg/dl when blood glucose values were dropping, and then patient passed out. Patient husband called the paramedics who treated the patient with glucose, which brought blood level up to 337 mg/dl. Paramedics made sure patient was stable before leaving, therefore further medical intervention was not required. At the time of contact, patient was in stable condition. No additional event or patient information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.